Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image acquisition was aborted, and x-ray was not possible due to the problem with the xray tube. Review of the system log file showed that there was an x-ray generator error showing tube current is out of range. Upon troubleshooting, fse rebooted the system which does not have any impact on the issue. Fse suggested to replace the new mrc x-ray tube. Later the new mrc x-ray tube and table clamp control module was replaced in another work order. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that image acquisition was aborted, and x-ray was not possible as there was problem with xray tube. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.